Event description:
On (B)(6) 2012, pt underwent revision lumbar surgery: l3/4 decompression with l4/5 plif. The baxano io-flex system was utilized to gain access to the foramen and the baxano io-flex microblade shaver 10mm was utilized to decompress at right l3/4 w/o incident. Three weeks later the surgeon reported that the pt had a post-operative hematoma which was getting smaller or MRI. Pt was reportedly doing well.